Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, a noise oversensing episode dated (B)(6) 2018 that led to charge of capacitors was stored in the device memory.